Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer's blood glucose rose to 571 mg/dl. The customer went to the emergency room (ER) on (B)(6) 2024. The customer was released from the ER with the issue resolved and no permanent damage reported. The customer reverted to an alternate form of insulin therapy. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.